Manufacturer narrative:
The insulin pump passed displacement test. However, unit alarmed during basic occlusion test and unable to prime during prime test due to slightly loose drive support disk. Unit received with minor scratches on display window, cracked case at reservoir tube window corners, reservoir tube lip and battery tube threads.

Event description:
It was reported that the insulin pump had prime/fill anomaly. Customer was unable to exit prime loop process. Customer's blood glucose was normal. During the troubleshooting, customer stated she did not receive 2nd series of beeps nor did the numbers appear on the screen. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.